Manufacturer narrative:
The biomedical engineer declined technical support and a footswitch exchange. The engineer reported he was able to troubleshoot the system and replaced the footswitch cable. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A customer reported the footswitch was not responding. A second system was brought in and the case was completed. There was a 10 minute delay in surgery. There was no pt injury reported.